Event description:
It was reported, after attaching the screw driver to the ao chuck attachment of power drill and then connected the screw driver to the stryker locking screw, the surgeon tried to insert the locking screw on a low speed into the plate. After the screw was inserted to a depth of about 10mm, the tip of the screw driver broke. Please noted that this occurs after completely inserting the first two locking screws.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.